Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Literature article received titled, " a prospective randomised study comparing rotating platform and fixed bearing total knee arthroplasty in a cruciate substituting design ¿ outcomes at two year follow-up". Literature article "a prospective randomised study comparing rotating platform and fixed bearing total knee arthroplasty in a cruciate substituting design ¿ outcomes at two year follow-up" (2013) by k.b. Ferguson, o. Bailey, I. Anthony, p.j. James, i.g. Stother, and m.j.g. Blyth published by the knee http://dx.doi.org/10.1016/j.knee.2013.09.007 was reviewed for mdv reportability. The article purpose: to determine whether a mobile bearing prosthesis produced better clinical outcome and range of motion at two year follow-up and also to assess the effect of patella resurfacing on the outcomes of both types of bearing design. The article reports: three hundred fifty-two patients with osteoarthritis of the knee who required total knee arthroplasty were recruited and enrolled within this randomised prospective clinical trial. 176 patients received the fixed bearing tibial implant and another 176 patients received the mobile bearing implant. Patients with an inflammatory arthropathy or significant co-morbidity such as history of previous malignancy were excluded from the study as were patients who had previous surgery to their knee, excluding arthroscopy but including patellectomy. Those patients who required complex primary knee arthroplasty due significant bone loss were also excluded. The pfc sigma posterior stabilised knee implant was used in all cases. The femoral component was constant between all patients and the tibial component was randomized between the mb and the fb. There were a total of 26 patients withdrawn at two year follow-up. 14 patients had died of unrelated causes. Five patients underwent revision surgery (three for infection and two for ongoing pain) and a further four required separate patella resurfacing within the two year period. One patient was lost to follow up, one withdrew consent and a further patient was excluded due to cognitive decline. There was no difference between the improvement in the oxford knee score between the fixed and mobile bearing groups at two year follow-up. When bearing type and patella status were looked at in isolation, there was no difference between the four groups. Patella resurfacing was conducted in half of the patients although only two of the revision surgeries mentioned were conducted on a patient who underwent patella resurfacing. The cement product used was not disclosed.